Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sodium heparin 158 usp units blood collection tubes. The following information was provided by the initial reporter, "the donor site confirmed that we have not had any other issues with lower volume blood collections using the vacutainer tubes, so this seems to be an isolated case that occurred with the edta tubes (perhaps a donor or technician issue). They have used the same batch of tubes for several other collections and there is nothing to suggest a problem with the tubes or lot. Please consider this issue closed and thanks again franca for the information on the expected variation in volumes collected, and what can affect this, it was very helpful."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. .

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sodium heparinn 158 usp units blood collection tubes. The following information was provided by the initial reporter, "the donor site confirmed that we have not had any other issues with lower volume blood collections using the vacutainer tubes, so this seems to be an isolated case that occurred with the edta tubes (perhaps a donor or technician issue). They have used the same batch of tubes for several other collections and there is nothing to suggest a problem with the tubes or lot. Please consider this issue closed and thanks again franca for the information on the expected variation in volumes collected, and what can affect this, it was very helpful."